Event description:
The customer reported cleaner leaked from the coulter lh 750 hematology analyzer onto the counter. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of goggles, gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a clogged choke on waste chamber (vc26) that prevented the waste chamber from draining. The fse replaced the choke and the instrument performed without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).